Event description:
It was reported that the diagnostic recording of the atrial arrhythmias, specifically the episodes of mode switch, were not representing the patient's current rhythm. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The data showed missing atrial high rates and mode switch episodes related to pmop and collection delay.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.